Event description:
It was noted that during the use of the device for a non-clinical activity, the sternal saw would not hold the blade. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.